Manufacturer narrative:
The actual device was not available; however, twenty four companion samples were received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot;. A visual inspection was performed with the naked eye with no issues noted. Functional testing was performed which included leak testing, clear passage testing, and device-device interaction testing. There were no issue noted with functional testing. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in an extension set without an alarm during peritoneal dialysis therapy. This event occurred during use with patient involvement. The care giver reported that one of the patient's extension lines was not filling to the top and air was going into the patient's stomach and causing stomach, head, shoulder, and neck pain. The care giver stated that the patient used an extension line during therapy. At set up, the patient line would prime to the top. When the patient went to unclamp and connect, the solution would recede down the tube; the line would not stay fully primed. The care giver stated the patient's registered nurse suggested they attempt therapy without the extension line; the homechoice successfully primed and the patient was able to complete therapy without injury. The care giver stated the lines were not clamped during prime and they did not know what could have caused the solution receding into the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.